Manufacturer narrative:
The device implant date and the initial reporter is unknown at this time. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR report# 1627487-2018-13389. Reference MFR report# 1627487-2018-13393. It was reported that the scs system was auto-reducing and unable to experience effective stimulation. Lead diagnostics revealed multiple high impedances on the lead contacts. As a result, surgical intervention is pending to address the issue.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-13389, 1627487-2018-13393.

Manufacturer narrative:
Corrected data: implant date was inadvertently missing in the initial report. The implant date has been added in additional report-2.

Event description:
Device 1 of 3. Reference MFR report#1627487-2018-13389, 1627487-2018-13393.

Manufacturer narrative:
Corrected data: event description or problem.

Event description:
It was reported that the scs system was auto-reducing and patient was unable to experience effective stimulation. Lead diagnostics revealed multiple high impedances on the lead contacts. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein, the entire system was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.